Event description:
Pt in surgery for excision of granuloma of the right lacrimal carnucle under local with anesthesia standby. Physician using a handheld cautery to one last area, as he did that, a sudden flash emanated underneath the drape and immediately removed the cautery from the area and pt at the same time sat up. Fire occurred and pt received second, and possibly third degree burns to the face and left posterior shoulder, linear streak on chest, minor areas on chest where the electrode (EKG) would have been, blisters on the hand. Pt was transferred to another hosp that had a burn unit. Two other physicians examined him prior to the transfer, one did a fiberoptic nasal pharyngoscope prior to the transfer.